Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. MFR# clarification: new registration number 3012307300 (B)(4) is now being used for MFR report number, replacing registration number 2183502 (B)(4).

Event description:
It was reported that a cleo 90 infusion set cannula came off of the adhesive part, however the pad was still connected to the skin. This event occurred about a month ago from the date of report. The patient's blood sugar spiked to 400mg/dl. He was able to lower his blood sugar by replacing the device with a new infusion set. No permanent injury was reported.